Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter was having a display issue. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient stated that the alleged issue began on (B)(6) 2013, at 10:00 a. M. The patient manages her diabetes with insulin (novolog and levemir, unknown dosage) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient denied developing any symptoms. On (B)(6) 2013, at 12:20 p. M., the patient reported that she was treated with ¿IV fluids and glucose tab¿ by emergency medical services (ems). Her blood glucose was tested with the ems meter and her result was ¿43 mg/dl¿. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/16/2013 and 10/21/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a broken display and exposed black marks. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.